Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12520. It was reported that during the implant procedure, after several attempts to place the right ventricular and atrial leads on the desired positons, both leads could not be fixed. The physician suspected that it was due to patient's anatomy. New leads were implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.